Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The vrv and demand on/off knobs were missing. The front panel appeared to have had a slight warp and a hole has been punched through the front panel overlay. This damage is consistent with impact force. Replaced missing small knobs. Staightened out front panel and replaced panel overlay. Replaced MRI-compatible battery , scintered filter , o-rings, and washer as a pm. Updated service due label. Device passed all functional testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that two of the knobs were missing and there was a hole in the middle of the unit. The issue was found during testing. There was no patient involvement and no patient harm/adverse event reported.